Event description:
The customer states that a patient sample generated a falsely low architect total psa result. An initial result of >100 ng/ml was obtained. Upon dilution, a result of 884 ng/ml was obtained that was consistent with the patient clinical history. When the diluted sample was repeated a result of <0.8 ng/ml was obtained. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.